Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded from follow up sent. Patient reported no actions taken to resolve not getting relief. Issue has not been resolved.

Event description:
Additional information was received from the patient reporting they were getting their implantable neurostimulator (ins) explanted on may 12th. Information was reviewed regarding donating the controller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she hasn't had relief from the therapy since it was implanted. Pt stated she is not getting benefit for all the work she is putting in to the device with recharging. Pt mentioned she had to have the donut (rtm) replaced. Pt. Stated she is still in a lot of pain after she goes hiking. She mentioned that she hikes for 45 minutes. Pt was crying about therapy issue. Pt stated she met with luke caswell the rep and luke is trying to help her find the best settings. Pt stated she met with surgeon and they did x-ray and all the probes looked perfect, but maybe after all something moved. Pt mentioned that she is considering having the stimulator removed because it is not providing relief for her.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. Patient reports since having the implant she is not getting the therapy relief she thought she would be getting and she was not told she would be on pain medication and having the implant. Patient reports it seems the ins is running down quickly, she charges every other day up to 80%. Patient asked if the different groups / setting makes a difference with charging ins. Patient reports she met with a manufacturing representative (rep) two weeks ago for reprogramming and she told rep she didn't like the tingling feeling and rep didn't change the setting. Patient states her health care provider (hcp) told her they can turn off the tingling feeling. Patient states she texted rep (B)(6) 2020 and heard back much later and rep did not tell her when they can meet for reprogramming. Patient states she met with rep 4-5 times for reprogramming and she is not getting pain relief. Patient stated she is thinking of having the device removed since she is not getting relief and she has to keep the device charged and it's not doing anything for her. Patient services (ps) reviewed setting / programming could affect how often ins needs to be charge. Ps reviewed finding the best programming may take several reprogramming. Ps reviewed therapy function and recommend patient consult with hcp ofc for next steps. Pt called back repeating she saw her rep last week because she doesn't like the tingly feeling of stimulation (pt called it a zap, but confirmed she was talking about the stimulation feeling), especially when she leans back in her chair. She said he told her it can't be turned off, even though her hcp said it could and she was told it could when she called in previously. Pt asked if it can indeed be turned off. It was reviewed with patient the possibility for programming to not feel stim, and redirected to hcp/rep to see if pt is able to have that programming. She also mentioned she had to turn settings up two clicks from 2.1 because she was feeling some lower back pain. Pt said she contacted hcp office and they were getting her in touch with another rep, but that rep hasn't contacted her yet (pt mentioned she just called hcp office again and they were going to try and reach out to rep). Pt also repeated ins battery wasn't lasting as long as she was told or thought, which she noticed last week. She said she would charge to 100% at night, and by the next night the ins would be almost dead again. She said she mentioned this to rep when they met last week, and he said she should be getting 2 days. Settings and usage effects on battery charge were reviewed with the patient.